Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was found to have recorded atrial arrhythmia burden alerts. Additionally, the longevity calculation showed to be shorter than expected. Data analysis was recommended. Remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis was completed and reviewed. The device was found to have exceeded the longevity calculation. This device was also subjected to and passed all benchtop testing. This device was determined to have met specification.

Event description:
Additional information was received confirming the device was explanted. No additional adverse patient effects were reported.